Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable appeared to be "chewed up", and was unable to charge the pump. Customer was able to successfully charge the pump with a different cable. There was no reported impact to customer's blood glucose level. A replacement cable was sent to the customer.